Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the piston rod of the infusion device is bent and there is air in the insulin cartridge. The patient attempted to change the accessories but was unable to remove the air from the system. The patient experienced elevated blood glucose as a result. No further information is available. The infusion device was requested to be returned for evaluation.